Event description:
Following endo procedure, scope was taken to dirty scope room. The endo tech had trouble removing the suction button from the scope. She was able to remove it and could then visualize a wire in the suction button hole. There appeared to be a broken off brush in the channel when she removed it. She retrieved the brush from the suction channel.